Event description:
It was reported that the user experienced low blood glucose around 62 mg/dl, treated with oral glucose tablets and additional food, after which blood glucose rose and reached 221 mg/dl; the event involved use of the ilet and oral glucose with user-reported overtreatment of hypoglycemia. No adverse clinical symptoms associated with hyperglycemia and hypoglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established.

Manufacturer narrative:
Initial.